Event description:
Caller reported blood glucose results of 222 mg/dl on aviva system, "100 something" mg/dl on friend's aviva system within 10 minutes. No information was provided for the friend's aviva system. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.